Manufacturer narrative:
Product event summary: analysis found the patient connector had disturbed pins, not able to plug into the patient connection.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.